Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 3-march-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the test cup reader. The aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a defective test cup reader.

Event description:
On (B)(6) 2017, a customer reported pickup motor up/down errors with the aia-600ii analyzer. A reboot did not resolve the error. Technical support advised the customer to reposition the picker assembly to a different location but the customer could not move it. There were no jammed cups in the incubator assembly. The customer is unable to run bhcg and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.